Event description:
It was reported that the patient who is participating in the adaptive cardiac resynchronization therapy (crt) clinical study, had diaphragmatic stimulation which was a result of increased left ventricular threshold. The high threshold was unable to maintain the capture management safety margin. Programming changes were made several times and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.